Event description:
A patient reported feeling a shock sensation from the model x5-1c transthoracic transducer during a routine diagnostic ultrasound exam. The transducer was used with the epiq cvx ultrasound system. There was no reported patient or user harm associated with this event and the exam was completed successfully. To address the customer's concerns, the philips field service engineer (fse) was dispatched and ran a series of electrical safety tests on the ultrasound system, x5-1c transducer and ECG leads. All diagnostic and electrical safety tests passed and all earth leakage and touch currents were within normal limits. The customer has opted to retain the transducer for continued use. Philips has started an additional investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
No additional repair action taken based on the epiq cvx ultrasound system, x5-1c probe and ECG leads passing all safety tests with no similar issues reported. Given that the customer has continued using the system and transducer and they will not be returning any product, the manufacturer is submitting a final report at this time.